Event description:
It was reported that their pump screen was dark and would not turn on; troubleshooting was performed and confirmed this was due to a malfunction alarm. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer was instructed on how to put the pump into storage mode before returning it. The customer was also advised to return the malfunctioning pump within 10 days using a pre-paid label. No backup therapy was available at the time, and the caller planned to contact their healthcare provider.